Event description:
It was reported that the patient had a syncopal episode. The ventricular lead was oversensing with inhibition in the ventricle. The lead was also noted to have been implanted after the use-before-date.the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a syncopal episode. The ventricular lead was oversensing with inhibition in the ventricle. The lead was also noted to have been implanted after the use-before-date. It was further noted that the implant date was initially reported incorrectly. The lead was not implanted before the use-before-date. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the distal lead conductor was flexed/fracture.